Event description:
It was reported that during a bypass surgery the end part of the staple line was "open". Before this surgery the patient had a gastric band and the tissue had strong scarring in this area. This last passage has been stapled with tri-staple (covidien) but the surgeon has to overstitch it. No patient consequences reported. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To clarify: was the staple line open due to malformed staples or did not staples deploy in that area? What device/product code were they using with the cartridge reload? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Echelon straight/flex: during which stroke did the event occur? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.